Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio did observe debris in the battery wells that prohibited the battery from properly seating. The debris was removed and the battery seated properly. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device randomly powered off by itself. There was no patient use associated with the reported event.